Manufacturer narrative:
Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined.

Event description:
It was reported to boston scientific corp in 2008, that an rf 3000 radiofrequency electrosurgical generator was being prepared for use. According to the complainant, the physician noted that the generator output appeared to be inconsistent. The generator was not used in the ablation procedure.